Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the patient has "a lot of trouble" from the device and the device was "giving false something". It was also reported that the patient was not feeling well including "dizziness" and chest discomfort. The device was noted to be at end of life. The device was explanted and replaced. No further patient complications have been reported as a result of this event.